Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The returned product was visually inspected. Visual inspection confirmed that the aspiration line of the probe manifold was bent at the tubing insertion to the probe engine. The defect prevented fluid from flowing from the probe to the cassette. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the customer¿s event is likely related to misassembled sequence of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it can result in the customers reported event. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. The rear shell should be manually connected by the operator prior to this probe test. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration did not work during cataract and vitrectomy combination surgery. The condition of cutting and actuation was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.